Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and it was not detected on bus. The customer confirmed that the issue had been resolved. The customer had opened the back and found that the drawer had not been connected. After connecting it, the cubie drawer had appeared to be functional. The customer also requested for a data synchronization. The technical support specialist had completed the synchronization and confirmed there were no drawer failures. The issue was resolved. The system functioned as intended after the customer and the technical support specialist resolved and troubleshot the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.